Event description:
It was reported to ge that the tip of the invasive ultrasound transducer melted due to apparent overheating of the transducer array. No injury was reported. Customer has been advised to stop using the system and the probe is returned to get for further investigation. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.